Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pan female') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, latex allergy, incontinence, cystitis interstitial and food allergy. Previously administered products included for an unreported indication: azithromycin, iodine and azithromycin. Past adverse reactions to the above products included rash with azithromycin and iodine; and swelling face with azithromycin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction"), inflammation ("autoimmune disorder type of disorder: chronic inflammation") and bladder disorder ("bladder or urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes ,"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or inore of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, urinary tract disorder, hormone level abnormal and bladder disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity and inflammation had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for shellfish. Biopsy bladder - in 2009: negative. Computerised tomogram abdomen - on an unknown date: no urinary stones seen. 2. A peripherally calcified cystic lesion in the hilum of the spleen may be congenital or post-traumatic in nature. 3. Mild endometrial thickening measuring up to 1.0cm is likely related to menstrual status,; on an unknown date: cysto noted possible ulcer/erythema at posterior bladder wall.. Culture - on an unknown date: negative. Cystoscopy - on an unknown date: cystoscopy was negative other than 3 areas of erythema likely ulcer beds at the posterior bladder wall. Bilateral retrograde pyelograms were negative; on an unknown date: small ulcer at posterior bladder wall approx 5mm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on an unknown date: clinical description- interstitial cystitis without hematuria. Bladder, posterior wall, biopsy: - no evidence of malignancy. Reactive urothelium with chronic inflammation. Partially denuded urothelium. Lamina propria with edema and vascular congestion. Muscularis propria present. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs+mr received: events hormonal changes , abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, autoimmune disorder type of disorder: chronic inflammation, bladder or urinary problems or changes added. Medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pan female') in a 38-year-old female patient. Who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, latex allergy, incontinence, cystitis interstitial and food allergy. Previously, administered products included for an unreported indication: azithromycin, iodine and azithromycin. Past adverse reactions to the above products included: rash with azithromycin and iodine. And swelling face with azithromycin. Concomitant products included: ascorbic acid, biotin, calcium pantothenate, calcium phosphate dibasic, cyanocobalamin, ferrous fumarate, folic acid, magnesium oxide, manganese sulfate, nicotinamide, potassium sulfate, pyridoxine hydrochloride, riboflavin, thiamine mononitrate, tocopheryl acid succinate, zinc sulfate (multi vitamins & minerals), clarithromycin (macrobid) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), vaginal haemorrhage (abnormal bleeding ("vaginal, menorrhagia)"), menorrhagia (abnormal bleeding ("vaginal menorrhagia")), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and autoimmune disorder ("autoimmune disorder"). And was found to have hormone level abnormal ("hormonal changes"), 1 year after insertion of essure. On an unknown date, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"). And inflammation ("autoimmune disorder type of disorder: chronic inflammation"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure/ salpingectomy (bilater). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, urinary tract disorder, hormone level abnormal, bladder disorder and autoimmune disorder outcome was unknown. And the hypersensitivity, genital haemorrhage, vaginal haemorrhage, menorrhagia and inflammation had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, bladder disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on an unknown date: positive for shellfish. Biopsy bladder in 2009: negative. 1. Computerised tomogram abdomen on an unknown date: no urinary stones seen. 2. A peripherally calcified cystic lesion in the hilum of the spleen, may be congenital or post-traumatic in nature. 3. Mild endometrial thickening measuring up to 1.0cm is likely, related to menstrual status, on an unknown date: cysto noted, possible ulcer/erythema at posterior bladder wall. Culture on an unknown date: negative. Cystoscopy on an unknown date: cystoscopy was negative. Other than 3 areas of erythema likely, ulcer beds at the posterior bladder wall. Bilateral retrograde pyelograms were negative on an unknown date: small ulcer at posterior bladder wall approx 5mm. Hysterosalpingogram on an unknown date: total bilateral occlusion. Pathology test on an unknown date: clinical description; interstitial cystitis without hematuria. Bladder, posterior wall, biopsy: no evidence of malignancy. Reactive urothelium with chronic inflammation, partially denuded urothelium. ¿ lamina propria with edema and vascular congestion. ¿ muscularis propria present. Most recent follow-up information incorporated above includes: on 13-jan-2020: plaintiff fact sheet received. Reporter information added. Patient demographic information added. Product information details updated. Event: auto-immune disorder newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pan female") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or "inore" of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.